Event description:
Smiths medical internation has reported that they were notified of an event of a tracheostomy tube leakage from the inflation line, after in use for several days. No pt adverse outcome reported.